Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urinary incontinence. It was reported that they were having a return of symptoms. Patient stated that 2 days ago they had a bone density test at their primary care doctor's office and they told them about the implanted device. Caller stated they were aware that the device was a slight pain associated with the test. Caller added that since then they have had a really bad day with a lot of issues regarding their bladder control. Caller wanted to know if they should connect to their implant to make an adjustment. Agent walked caller through connecting the handset and communicator to the implant. Caller confirmed the implant was set to 4.6 on program 5. Agent reviewed programming options. Patient stated they have tried several programs before and current program worked best for them. Patient did not want to make any adjustment. Patient to monitor the issue and redirected to their doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the communications do not make sense to them. Patient stated they called to ask a question. Two days prior, they had a bone density test and while having the test, thy had pain in the area where they had the implant. They wanted to know if their device was negatively impacted. The representative stayed on the phone call while they made a successful connection from the therapy app to the communicator. Patient was satisfied that that all was working properly.